Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl, "fast breathing", and was "sick". Reportedly, the customer was using lyumjev within their pump supplies. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, magnesium, and potassium and was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.